Event description:
Attempted to use cre fixed wire balloon to dilate pt's esophagus. Balloon would not fit down scope channel. Channel lubricated with mineral oil which did not help. Scope traded out for second egd scope. Balloon would not fit down the scope. Opened second balloon and it went down scope channel and dilation was completed. Of note: excess air was removed from first cre prior to attempted insertion.